Event description:
Surgeon reported a thin flap and difficult lift on a patient's left eye (os). Post op revealed epithelial ingrowth on the patient's os. A bandage contact lens (bcl) was placed. Pre and post op best corrected visual acuity (bcva) was 20/20. Surgeon states that he was expecting this patient to turn out this way as he is a hyperope and knows he will regress. He is not complaining on the outcome but just reporting the thin flap. A refloat was performed on a later date. The date was not provided.

Manufacturer narrative:
Patient code: no code available (epithelial ingrowth). Evaluation: an amo field service specialist (fss) visited the site and examined the laser due to a report of a thin flap. Fss verified flap thickness and changed z-offset. Fss performed z-offset calibration and verified depth in gel after adjustments. System meets amo specifications. Note: all pertinent information available to amo has been submitted.